Event description:
It was reported that, "pt was revised due to aseptic loosening. Hosp is not releasing any more info."

Manufacturer narrative:
Method - review of device history and complaint history. Review of the device history records for the reported shell indicates that all devices accepted into final stock met specifications. The product experience reporting database indicates that there have been no other events regarding the reported lot code. When completed, the eval summary will be submitted in a supplemental report.